Event description:
The customer reported that the paramedics were called and treated her with an insulin drip the low blood glucose of 12mg/dl last fall. The customer declined to go to the hospital at that time. The caller also mentioned that the insulin pump is cracked at the front of the device. The customer stated that the device was submerged in the swimming pool for two hours, and there is fluid under the liquid crystal display. The customer's glucose reading was 152mg/dl. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime and we were unable to perform the basic occlusion and no delivery tests due to moisture damage noted in the force sensor resistor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.